Event description:
A 3.0mm x 26mm locking screw (flp 326) screw broke after nearly 9 months of implantation. This event is associated with the same patient and surgical procedure as described in MDR 3009996260-2021-00003 and 3009996260-2021-00004.